Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Event description:
Primary tha (left side) surgery was done at (B)(6) 2009. Revision tha (left side) surgery due to armd was done at (B)(6) 2023.

Event description:
Primary tha (left side) surgery was done at (B)(6) 2009. Revision tha (left side) surgery due to armd was done at (B)(6) 2023.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis involving a centpillar stem was reported. The event was confirmed via review of the provided photograph of the device. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem and metal head. The trunnion of the stem appears severely worn. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to armd (adverse reaction to metal debris). The reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem and metal head. The trunnion of the stem appears severely worn. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.